Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of over 600 mg/dl and insulin pump alarmed for no delivery alarm during bolus or fixed prime. Customer states that insulin exited. Customer declined troubleshoot for high blood glucose. Insulin pump will not be return for analysis.